Event description:
The customer tested 348 mg/dl and retested at 148 mg/dl within 3 minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.